Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element ous, mr 3.0 x 32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found centre struts lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured using snap gauge and is within maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypo tube kink 70mm distal to the strain relief. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-dec-2016   it was reported that crossing difficulties were encountered.    Vascular access was obtained via the radial artery. The 3.0x27mm, 95% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). After predilation with a 2.0x12mm balloon catheter, a 3.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed a different device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damage.